Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the suture sleeve on the lead is very difficult to slide which was indicated to be annoying to physicians. The lead remains in use. No patient complications have been reported as a result of this event.